Event description:
Medtronic received information regarding an imaging system. It was reported that the gantry doesn't open. When closing the gantry a piece of blanket was left in the gantry door and the site didn¿t notice. The closing mechanism got stuck and the gantry didn¿t completely close and didn¿t open either. At this point they tried to open the gantry manually to get the piece of blanket out. The gantry opened a little bit but they heard crash boom bang and something went broken inside the gantry. The site heard something fall off and roll inside the gantry. Then it wasn¿t possible to open the gantry even manually. The site then called the manufacturer representative (rep) who told them to follow the steps to start opening the gantry manually. The rep went to the operating room and dismantle some of the gantry plastic covers and saw what was damaged. The rep tried once more to open the gantry by carefully turning the wrench but it felt like ¿it jumped over the gear wheel¿s teeth¿. They took away the nob that was not in the hole to avoid extra stress of the metal parts. The patient was treated okay and this happened when they were doing the final films. The next step was to replace the door cable slides and door winch cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000429, lot/serial #: unknown ; product ID: bi71000273, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. The door winch sliders screws were drilled out, the helicoils were placed, and the door winch assembly was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: hardware analysis of bi71000429 determined that the winch motor assembly was tested with the motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No fault found. Section d10 updated: lot number of bi71000429 is w2201250132 rev. K. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the procedure being performed was spine low back fusion. Imaging was aborted on the final 2d films. Navigation was not aborted. The final confirming films were taken with a traditional c-arm to complete the procedure. There was a surgical delay of 30 minutes. The patient was good after the procedure with no affect.